Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The device was inspected on-site, where the reported issue was confirmed. During troubleshooting, it was determined that the expiratory channel printed circuit board (pcb) was the cause of the failure, and it was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirmed the reported issue with the failed safety valve test and also revealed technical error codes related to communication problems. The replaced expiratory channel pcb was returned for further investigation. A visual inspection of the returned pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device failed the safety valve test during the pre-use check. Further inspection revealed that the test failed because the safety valve could not be opened. Further investigation of the expiratory channel pcb pinpointed the probable cause of the malfunction to a signal failure within a specific safety valve circuit on the returned pcb. It became evident that the signal was not propagating fully from one of the components involved in the circuit, as the voltage level was kept at zero voltage whereas for a reference pcb it showed a clear voltage variation, which is necessary to activate the safety valve. This explains the difficulty in opening the safety valve. In conclusion, the device failed to meet its specification during the reported event. Further assessment of the returned expiratory channel pcb reproduced the reported issue, and the most probable cause was traced to a component failure on the returned pcb.

Event description:
Manufacturer's ref: (B)(4).